Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and low blood glucose levels of 50 mg/dl. The customer decline to troubleshoot for low and high blood glucose levels. Customer states will speak to her hcp about settings so the pump could suspend less. The pump will not return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.